Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary. This report is associated with 1819470-2024-00049 since there is more than 1 device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company via sales representative, to report adverse events concerned a 68-year-old asian female patient. Medical history included myoma of uterus due to which hospitalized for myoma of uterus operation in 2018, blood glucose slowly increased and diabetes. No previous drug adverse reaction. Family history included father, mother, little brother and elderly brother all had diabetes. No family drug reaction. Concomitant medication included pioglitazone and metformin for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog mix50) from a cartridge via a reusable device (humapen ergo ii), 16 units in morning and 6 units in evening, twice daily, subcutaneously for diabetes, beginning on an unknown date in 2018. In 2021, she started using humapen ergo ii which also stopped in the same year. On (B)(6) 2023, she was hospitalized for blood glucose conditioning and this time her blood glucose was especially high. She was hospitalized for 10-20 days and during the hospitalization, her fasting blood glucose value was 17 (reference ranges, values and units not provided); to hours after the meal, blood glucose value was 24 (reference ranges, values and units not provided). Her insulin lispro protamine suspension 50%/insulin lispro 50% dose was slowly adjusted upwards as 28 units in the morning and 16 units in the afternoon. On an unknown date in (B)(6) 2023, her blood glucose was especially high (reference ranges, values and units not provided). On (B)(6) 2024, she could not inject her insulin dose due to device issues. On an unknown date, she also used other devices of humapen ergo ii (one stopped on an unspecified date and another one stopped on (B)(6)2024). On (B)(6) 2024, the device with lot 1404d01, the injection button could be pressed, the black screw did not move out, it could not push out the medicine, the number scale of 100 on the cartridge holder was worn, and the number could not be seen clearly (B)(4)/lot 1404d01). In addition, on (B)(6) 2024 the device with lot 1809d02 (conflicting start date reported also of unknown), was found that the injection button of the injection pen could be pressed, the black screw could not move out, could not push out the medicine, and the usage method as with pen with lot 1404d01 (B)(4) /lot 1809d02). She was replacing the humapen ergo ii needle every one or two days instead of replacing it each time with injection, which was considered as improper use. Since an unknown date (every year, date unspecified), she was hospitalized for blood glucose conditioning. Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% therapy was not provided. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status was not provided. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% therapy but did not provide relatedness of events with suspect reusable devices. Update 19-sep-2024: additional information was received from the initial reporter on (B)(6)2024. Updated improper use as yes for both suspect devices. Added relevant device details including address from where the device was obtained. Upon review, added two lab tests of fasting blood glucose and blood glucose with positive findings. Added stop date of lispro protamine suspension 50%/insulin lispro 50% therapy. Updated narrative accordingly. Edit 19sep2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 09oct2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00049 since there is more than 1 device implicated. Lss analysis summary: a female patient reported that the injection screw of her humapen ergo ii device "could not move out, could not push out the medicine." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1809d02, manufactured september 2018). Malfunction unknown. A complaint history review did not identify any atypical findings with regard to injection screw/ratchet not moving issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported changing needles every 1 to 2 days. The core instructions for use state to use a new needle for each injection. There is evidence of improper use. The patient reused needles. Needle reuse may be relevant to the complaint of injection screw not moving. It is unknown if the misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company via sales representative, to report adverse events concerned a 68-year-old asian female patient. Medical history included myoma of uterus due to which hospitalized for myoma of uterus operation in 2018, blood glucose slowly increased and diabetes. No previous drug adverse reaction. Family history included father, mother, little brother and elderly brother all had diabetes. No family drug reaction. Concomitant medication included pioglitazone and metformin for unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog mix50) from a cartridge via a reusable device (humapen ergo ii), 16 units in morning and 6 units in evening, twice daily, subcutaneously for diabetes, beginning on an unknown date in 2018. In 2021, she started using humapen ergo ii which also stopped in the same year. On (B)(6) 2023, she was hospitalized for blood glucose conditioning and this time her blood glucose was especially high. She was hospitalized for 10-20 days and during the hospitalization, her fasting blood glucose value was 17 (reference ranges, values and units not provided); to hours after the meal, blood glucose value was 24 (reference ranges, values and units not provided). Her insulin lispro protamine suspension 50%/insulin lispro 50% dose was slowly adjusted upwards as 28 units in the morning and 16 units in the afternoon. On an unknown date on (B)(6) 2023, her blood glucose was especially high (reference ranges, values and units not provided). On (B)(6) 2024, she could not inject her insulin dose due to device issues. On an unknown date, she also used other devices of humapen ergo ii (one stopped on an unspecified date and another one stopped on (B)(6) 2024). On (B)(6) 2024, the device with lot: 1404d01, the injection button could be pressed, the black screw did not move out, it could not push out the medicine, the number scale of 100 on the cartridge holder was worn, and the number could not be seen clearly (B)(4) / lot: 1404d01). In addition, on (B)(6) 2024 the device with lot: 1809d02 (conflicting start date reported also of unknown), was found that the injection button of the injection pen could be pressed, the black screw could not move out, could not push out the medicine, and the usage method as with pen with lot: 1404d01 (B)(4) / lot: 1809d02). She was replacing the humapen ergo ii needle every one or two days instead of replacing it each time with injection, which was considered as improper use. Since an unknown date (every year, date unspecified), she was hospitalized for blood glucose conditioning. Information regarding further hospitalization details, corrective treatment and outcome of events were not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% therapy was not provided. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general and suspect reusable devices (humapen ergo ii), duration of use was not reported. The status of reusable devices (humapen ergo ii) and their return status was not provided. The reporting consumer did not know if events were related with insulin lispro protamine suspension 50%/insulin lispro 50% therapy but did not provide relatedness of events with suspect reusable devices. Update 19-sep-2024: additional information was received from the initial reporter on 14-sep-2024. Updated improper use as yes for both suspect devices. Added relevant device details including address from where the device was obtained. Upon review, added two lab tests of fasting blood glucose and blood glucose with positive findings. Added stop date of lispro protamine suspension 50%/insulin lispro 50% therapy. Updated narrative accordingly. Edit 19sep2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 09oct2024: additional information received on 03oct2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage from as yes, reiterated malfunction from as unknown and device return status to not returned to manufacturer; and added date of manufacturer the humapen ergo ii associated with (B)(4). Corresponding fields and narrative updated accordingly.